Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump alarm button error. Customer's blood glucose at time of incident was 129 mg/dl. The customer stated the buttons are not working. The customer was advised that the device would be replaced.

Manufacturer narrative:
Additional information has been received, which was not included with the initial medwatch report. The information has been provided with this report. The insulin pump was received with an intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. The insulin pump was received with minor scratches on lcd window.